Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 960 mg/dl; cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 917 - 960 mg/dl. The customer was treated with intravenous fluids of saline and insulin to address the bg level. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage.